Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer rep. It was reported that patient called on monday (B)(6). Said she turned stimulator off and then tried charging and it worked. Issue appears resolved. No further intervention needed at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain via a manufacturer¿s representative (rep). The rep reported that the patient was having trouble charging even though the controller was fully charged, her internal battery wouldn't charge. The rep reported that the patient was getting a beeping noise and an error message. The rep reported that they tried having the patient turn off the ins and charge the battery to full. The patient stated she would try this over the weekend and call back on (B)(6) 2018. No further complications were reported.